Manufacturer narrative:
Continuation of d10: product ID: 8781; lot#: 0215359313; implanted: (B)(6) 2018; explanted: (B)(6) 2024; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that since problems did not resolve after this revision, a pump replacement was also performed on (B)(6) 2024.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving baclofen with concentration 2000 at a dose rate of 352.7543 mcg/day via an implantable pump. It was reported that replacement of the pump occurred on (B)(6) 2024. Emergency presentation on occurred on (B)(6) 2024 due to increased spasticity. The patient had required in-patient hospitalization. Pump interrogation was performed and the pump log revealed no problems as of (B)(6) 2024. A successful side port aspiration occurred and a bolus of baclofen was administered. However, the patient still had an increase of spasticity as of (B)(6) 2024. Infectious causes were excluded regarding laboratory testing performed on (B)(6) 2024. Due to a suspected medication error, the baclofen in the pump reservoir was replaced; however, without any improvement in the condition. Therefore, a catheter obstruction was suspected and a revision of only the abdominal catheter (lumbar/pump portion) took place on (B)(6) 2024. The event was resolved without sequelae as of 2024-nov-23. The device was disposed of by the healthcare provider according to biohazard instructions. The device diagnosis was catheter occlusion. The clinical diagnosis was increased spasticity. Regarding etiology, the relationship of the event to the device/therapy was related and possibly related to implant procedure.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot# 0215359313, implanted:(B)(6) 2018, partially explanted: (B)(6) 2024, product type ca theter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 02-apr-2020, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.